Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited detached adhesive on the objective lens and considerable deterioration of the insertion tube coating. There was no patient involvement.

Manufacturer narrative:
Updated fields: h4.

Event description:
No additional information received from customer.